Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had increasing impedance and then high impedance. Also reported was the inability to defibrillate. The lead was capped and replaced. Following the procedure the device was found to have a problem with the hvb portion of the new lead connection into the connector and the device was explanted and replaced the following day. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #the device was returned and analyzed. There were no anomalies found. Geo event description: it was reported that the lead impedance of this lead was progressivly rising to 200 ohm for the high voltage conductor. The patient could not be defibrillated. The ICD was replaced because of a setscrew issue on the connector side.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.